Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/29/2026. An investigation was conducted on 02/03/2026. A visual inspection was conducted. Only the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. There were no visual defects observed on the intact cannula or intact c-ring. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. Based on the returned condition of the devices and the evaluation results, the reported failure "infusion or flow problem" was not confirmed. The lot # 3000521165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 had an occlusion error when co2 was connected to btt and the distal insufflation tube. Patient was not injured. The case was completed with tha same device.